Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six weeks after using both devices on removing of bladder surgery, there were fistulas formation. The open wounds leaked blood and pus was reported for over a year and required weekly and biweekly trips to the hospital wound clinic. On 2017 tissue ripped internally and a hernia formed around the stoma. The hernia continued to grow and a robotic procedure was done in 2019. Since then the liquid has been accumulating in the area. Computed tomography (CT) scan was performed. The liquid was removed this month 2019. Since then the area is starting to swell again. The continual swelling in the area has caused problems in keeping the urostomy appliance on. As the wounds need to be drained and packed. The visits continued for a year. Additional bandaging was needed on a daily basis.